Event description:
It was reported that the user¿s libre 3+ sensor remained stuck in pairing within the ilet app, displayed a ¿sensor already paired¿ message, and produced no glucose readings until the pump was restarted and the sensor was re-paired. Subsequent glucose readings were reported as high, and readings were again lost after a shower, requiring an additional re-pairing. Reported symptoms included hyperglycemia. Outcomes included device troubleshooting and user education, with confirmation that glucose readings later trended downward. The investigation included customer support review and follow-up of the reported data. Investigation of this case revealed a resolved sensor pairing failure with intermittent signal loss, consistent with communication or connection disruption between the sensor and the application. Based on previously established findings for similar reports, user interaction and connectivity factors were considered the most likely contributors to the event. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.